Event description:
It was reported that the patient experienced a replacement of an inflatable penile prosthesis (ipp) preconnect component due to a hole in the cylinder. A patient outcome of stable was reported.

Manufacturer narrative:
The ams700 ipp cylinders were visually inspected and functionally tested. Both cylinders had fold that indicate possible buckling of the cylinders in the proximal cylinder body. Both cylinders had wear at fold in cylinder body; holes at corner of fold in the outer tube were present. However, cylinder 1 passed the leak test. Cylinder 2 has a leak in the proximal cylinder body and in the cylinder body attributed to wear at fold; broken fabric treads was found in cylinder body. The ipp cxm inflate/deflate pump was visually inspected. The krt was worn to filament. The outer layer of pump bulb was worn that result of wear against the pump strain relief krt junction; no leaks were found. Product analysis confirmed the reported event. The product record review indicated reported events do not represent an unanticipated event. Review of the manufacturing documentation confirmed all required in-process and final inspections and testing were completed. Based on this investigation, the investigation conclusion code of cause traced to component failure was chosen because the reported device allegations could be traced to a component failure. Based on the results of this investigation, no escalation is required.

Event description:
It was reported that the patient experienced a replacement of an inflatable penile prosthesis(ipp) preconnect component due to a hole in the cylinder. A patient outcome of stable was reported.